Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vault prolapse procedure performed on (B)(6) 2014.according to the complainant, the needle detached inside the patient when the suture was being placed through the sacrospinous ligament. The physician tried to locate the needle by palpation. However, it was not retrieved. The procedure was completed with another uphold lite with capio slim.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.